Event description:
Caller alleging discrepant inratio values (B)(6) 2015 inratio = 4.1; repeat inratio = 4.6 two hours between tests (B)(6) 2015 coaguchek = 2.9; inratio = 1.6 one hour between tests patient's therapeutic range 2-3 no reported adverse patient sequela no additional information provided.

Manufacturer narrative:
Investigation conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. Lot meets release specification. Although a health issue was identified in the complaint, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.